Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the discordant crea, bun and k results were flagged by the instrument laboratory information system (lis) auto-verification. The hsc also determined that the customer did not have the panic rerun feature configured on the instrument. The cause of the discordant crea, bun and k results is unknown. The cause of releasing discordant results held by the instrument lis auto-verification feature without further investigation is due to user error - failure to follow instructions. The hsc advised the customer to consider utilizing the panic rerun feature and to perform a precision study on the crea, bun and k methods. The customer successfully repeated the sample, which resulted within specifications. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant creatinine (crea), urea nitrogen (bun) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The sample was repeated on an alternate system. The corrected crea, bun and k results were reported to the physician(s). The patient was given dialysis based on the reported crea, bun and k results. There are no known reports of adverse health consequences due to the discordant crea, bun and k results.